Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a device pocket infection which had been implanted with an antibacterial absorbable envelope. It was noted that infection was a "chronic problem with this patient." The organism was identified as methicillin-resistant staphylococcus aureus. The implantable cardioverter defibrillator (ICD) system was removed and will not be replaced. No further patient complications have been reported as a result of this event.